Event description:
During evaluation of the device for an unrelated issue, a philips fse noted that the keyboard (bezel) was defective, causing conflicts with the pacer keyboard. There was no patient involvement.